Event description:
It was reported that the unit had a broken weld with sharp edges on the frame and the siderail would not latch upright. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Eval has been completed at the hosp. The unit has been taken out of svc and a new unit will be ordered to replace it.